Event description:
During the last follow up, the battery curve reportedly showed an unexpected increase.

Manufacturer narrative:
Preliminary analysis shows that the discharge of the battery has been normal.

Event description:
During the last follow up, the battery curve reportedly showed an unexpected increase.

Event description:
During the last follow up, the battery curve reportedly showed an unexpected increase. Preliminary analysis shows that the discharge of the battery has been normal.